Event description:
The customer reported that during a cystectomy, the jaws and the blade of the device jammed during use and the jaws could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws. The surgery was extended more than 30 minutes. It was also necessary to extend the hosp stay of the pt after the event. A new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.